Event description:
Intra op. Humeral fracture, humeral fracture, orif, surgical fracture.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.